Manufacturer narrative:
This product has not been returned for analysis. If information is provided in the future, a supplemental report will be issued. This report was originally submitted via asr on MDR # summary report l 102805 on november 1, 2005 via asr exemption number e1997045.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to patient condition. No additional adverse patient effects were reported. Additional information indicated that this lead was not explanted.